Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g6 sensor. There was no reported adverse impact to the customer. Customer was provided with complete pump reset instructions by technical support and planned to reset pump when ready and contact support again if problem continued.